Manufacturer narrative:
Additional information was received that no further information could be obtained. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50 cm. Model#: sc-4316, lot#: 16885062, description: next generation anchor kit-sterile.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an explant procedure.